Manufacturer narrative:
The cause of the precipitate is a cracked luer lock fitting in the stain supply line. (B)(4).

Event description:
The customer reported precipitate (ppt) from the dxh slidemaker stainer (sms) caused problems with manual differentials, which could potentially cause erroneous results to be reported. A thick blue stain bar is observed at the top of the slide causing flakes of precipitate to fall in the manual differential reading area. The precipitate can potentially be confused with platelets, can obscure the granularity of granulocytes, monocytes, and lymphocytes, and be potentially confused with rbc inclusions. Discrepant results have not been reported out of the laboratory. The customer was not reporting results from blood smears stained on the instrument. The specialist flushed the reagent lines and stainer with methanol and cleaned the baths and used a new bottle of wright giemsa stain, but this has not resolved the issue. The precipitate is seen using both beckman coulter glass slides and slides from a different source. When slides are manually dipped using the same stain baths and timing protocol as on the dxh sms, the precipitate is not seen. On (B)(6) 2012, the application specialist escalated the ppt issue to the miami early response team and requested support from technical support and product development team (tspd). Tspd communicated the event and their suggestion to the field organization and a representative from applications and hardware and the local field service engineer (fse) visited the account on (B)(6) 2012. The field applications specialist and field service engineer (fse) found foaming was present in bath 3 (stain and buffer) when the bath was filled by the instrument. The air leak that caused the foaming was traced to a cracked luer lock in the line for supply 2 (stain) which was replaced. This resolved the issue.